Manufacturer narrative:
No definitive root cause was determined. The ocd field engineer arrived on site and indicated that the customer had reported an unusual sound on the spinner. The fe cleaned the spinners and reagent carousel to return the instrument to expected operation.

Event description:
The customer reported the ortho provue analyzer dispensed excess amount of reagent cells into the mts anti-igg cards during antibody screen testing. Incorrect or "no dispense" can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.